Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and found black chemistry on returned strips. The root cause of black chemistry observed on test strips is due to improper storage condition.

Event description:
Customer complains of low control solution results. Customer states that he feels physically fine, denies the need for medical attention. The glucose control solution expected ranges are 32-62mg/dl. Verified test strips expire 05/19/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Memory results were undisclosed. Customer called refering e-5 .customer is new to trueresult.